Event description:
An account reported that the ground prong on the power cord for this bed broke off. The account reported that there was a patient in the bed at the time but that there were no injuries.

Manufacturer narrative:
Upon complaint review, it was determined that this type of failure has the potential to cause serious injury. The technician replaced the power cord in order to resolve the problem.